Event description:
During a cystoscopy/bladder resection procedure the coag pedal on monopolar foot pedal did not release when surgeons foot was removed from depressing it. Foot pedal which was attached to the monopolar resecting loop still in the patient's bladder continued to coagulate inside the patient. Surgeon quickly realized what occurred and removed loop from patient tissue.